Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit alarmed and was not able to mechanically ventilate. There is no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to confirm the customer allegation. A review of the system logs showed that the system functioned normally on battery power till the battery capacity had been diminished. The system did not malfunction, therefore, this event is not reportable.